Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was returned to olympus for evaluation. The customer¿s complaint of ¿replace probe¿ error message was not confirmed. However, the device was attached to the lab usg-400/esg-400 and a ¿short circuit¿ error was observed due to metal to metal contact. A visual inspection was performed on the returned device and found tissue build up on the device jaw. The ptfe pad (teflon pad) was inspected and was found to be 30 percent with metal exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, a ¿replace probe¿ error repeatedly displayed after 40 minutes of use with the handpiece. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to correct the aware date in the previously reported event from october 31, 2017 to july 11, 2018 when this event became reportable.